Event description:
Primary stenting was done within the mid circumflex lesion which exhibited no calcification. The stent was successfully deployed at 14 atms for about one minute and the vessel was noted to have ruptured immediately thereafter.